Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the post of the device fractured. The device shows signs of use. The clinical/medical investigation concluded that, based on the information provided, the clinical root cause of the patient¿s reported ¿clunking¿ symptoms was the post insert breakage. However, the clinical root of the reported broken post posterior stabilized liner cannot be definitively concluded. The patient impact is the reported device breakage and subsequent revision. The patient¿s current health status is unknown. Therefore, no further medical assessment can be rendered. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that break of implant as a result of strenuous activity or trauma has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed around (13) thirteen years ago, the patient complained of 'clunking' when getting out of a chair. Surgeon found that the post of the lgn ps high flex xlpe sz 7-8 10mm had broken. This was treated via revision surgery on (B)(6) 2023, in which a lgn ps high flex xlpe sz 7-8 10mm was exchanged. Patient's current health status is unknown.